Event description:
Pentax medical was made aware of an event which occurred in the united states stating there was "black fluid coming out of the scope" involving pentax medical video colonoscope model ec34-i10l, serial number (B)(4). The customer also indicated that there is a possible internal leak. The issues were observed during reprocessing of the device. No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported. The customer responded to a good faith effort request for additional information via email on 18-oct-2021 and stated the endoscope was removed from circulation immediately after the failure/ event occurred and subsequently called in for service/ replacement. The facility also follows all pre-procedural checks and instructions for use for reprocessing and device and accessory ifus. The customer owned endoscope was received by pentax medical for evaluation on 15-oct-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint and documented the following inspection findings: operation channel twisted in bending section, fluid invasion in segment section, leak at biopsy channel (large/ primary) distal side, failed wet leak test, failed dry leak test, hole in # 1 remote control button cover, customer complaint confirmed, fluid invasion to insertion tube, operation channel- primary slice by accessory, segment corroded. Molykote® lubricant "molly coat" is a dry lubricant used inside the endoscopes. If the bending rubber or channels inside the endoscope are punctured and fluid enters the endoscope the molly coat can mix with the fluid and come out of the endoscope, but is not a significant health risk to the patient per the msds sheets. In large caliber endoscopes (gastro, colono, duodeno, etc) the molly coat is black and smaller endoscopes uses white or grey lubricant. The device underwent repairs including the following components: o-rings and seals, segment staycoil assy pb-free, staycoil collar, bending rubber, operation channel. The endoscope was repaired and approved by final qc on 10-nov-2021 and was delivered to the customer under delivery order (B)(4). Model ec34-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service.

Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ec34-i10l-us available in the united states with a 510k number k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.